Event description:
Reporter alleged blood glucose measured 230 mg/dl, so customer took 12 units of sliding scale insulin as a result; however, felt low glucose symptoms. It was stated customers glucose tested 79 mg/dl at 3:31pm back to back with a result of 42 mg/dl at 3:33pm so customer tested control solutions and the level one tested outside of an acceptable range. Reporter stated customer self treated with glucose tabs, orange juice, and protein as a result. No other actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.